Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. The device was manufactured over 15 years ago. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The thermal fuse was broken due to use in a high-temperature environment. The power of the device was not turned on due to the blown fuse and the lamp did not light up. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the halogen lamp of the device did not light. Also, olympus repair center found that the front cover of the device was broken. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.